Event description:
The pt had an ams monarc sling implanted. It was reported that the pt has experience physical pain and suffering and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.